Manufacturer narrative:
The device was evaluated. Visual inspection was performed to the sample using naked eye; all components were correctly placed and according to specification, however, it was noted that the seal was deformed. Functional testing was performed to the sample. The bag was submerged under water under pressure, as result the bag was leaking at the seal area. Further investigation revealed one potentially related maintenance activity was performed during the production of the batch; a main seal die adjustment was performed to adjust the die to the proper set up. All required testing performed on product produced directly after the main seal die adjustment had acceptable results, indicating the adjustment was successful. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intravia container leaked during filling. The leak was observed on the right bottom side of the bag. There was no patient involvement. No additional information is available.